Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified; however, the cause of the event was most likely due to wear and stress on the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the coating peeling found on the connecting tube of the bronchovideoscope was identified as being 1 x 1 mm2. There was no patient involvement.